Event description:
Same case as MFR#2134265-2008-02527. It was reported that during a coronary drug eluting stenting treatment procedure, vessel perforation occurred. The physician predilated the diagonal with a 2.50x12mm maverick2 balloon at 12 atms, and then implanted a 2.75x20mm taxus express2 drug eluting stent in the diagonal. The physician post dilated with a 2.75x15mm quantum maverick balloon, and on the second inflation the physician noticed that the vessel had a perforation. Angiographically, the perforation looked sealed. Two to three hours later the patient complained of chest pain and was brought back to the cath lab where it was discovered that the perforation was leaking again. The patient was sent to surgery and remains hospitalized. Further information has been requested but has not been received.

Manufacturer narrative:
Device analysis. The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The shopfloor paperwork for this batch shows that the product met its specifications. This investigation will be assigned the most probable root cause classification of anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.